Event description:
New information received that the event occurred during setup, the product was changed out, no delay and procedure completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 6, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated description event or problem); d4 (additional device information - added lot number and expiration date); d5 (updated operator of device); d10 (device availability - added date returned to manufacturer); e1 (initial reporter - added reporter's name and updated address); e2 (updated health professional); e3 (updated occupation); g4 (date received by manufacturer) ; g7 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 2645, 10, 3331, 3224, 3259, 19). Patient code: 2645 - no patient involvement; method code #1: 10 - testing of actual/suspected device; method code #2: 3331 - analysis of production records; results code #1: 3259 - improper physical structure; results code #2: 3224 - optical problem identified; conclusions code: 19 - cause traced to user. The actual sample was returned and was visually inspected for damage and looked through the endoscope directly to read some print matter. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a broken visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the endoscope was broken. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.